Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on (B)(6) 2018 that they were having issues with the insulin pump due bubbles in the reservoir. Customer's blood glucose level at the time of the call was unknown. Customer's blood glucose at the time of the incident was 500 mg/dl which they reported high and tried to treat with the manual injection insulin pen. Troubleshooting occurred but issues not resolved. Product is not expected to return.

Manufacturer narrative:
The concomitant product has been added.